Event description:
A customer reported that following an intraocular lens (iol) implant procedure, a pt experienced a poor quality of vision. The lens was exchanged three months later for another lens model.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was received. (B)(4).